Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation nos') in a (B)(6) female patient who had essure (batch no. 709957) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify not performed". The patient's medical history included mitral valve prolapse. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included menstruation irregular and tympanic membrane disorder nos. In 2010, the patient experienced pelvic pain ("pelvic pain ; pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 5 months 12 days after insertion of essure. On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation") and fatigue ("fatigue"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the perforation, menstrual disorder, anxiety, depression, hormone level abnormal, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, perforation, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient is planning for essure removal procedure due to essure-caused injuries. As alleged in complaint. Left-9 right-7. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Ultrasound pelvis - on an unknown date: normal appearing uterus. No endometrial thickening. Normal appearing bilateral ovaries. Mildly prominent pelvic veins in the bilateral adnexal regions. No adnexal masses or free flu identified. Concerning the injuries reported in this case, the following ones were reported via medical records: perforation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: medical records received: event perforation was added. Reporter, patient race,medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.